Event description:
Customer reported device = 79 mg/dl. Customer took normal insulin and ate breakfast. Customer passed out. Customer was given lunch. Device = 78 mg/dl. Customer stated having irregular blood glucose levels and passes out once every two months. No controls were used. A request was made for return product and replacement product was sent.